Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis device was not turning on. A field service engineer found drawer 6 was holding the station down and stopping it from booting, so replaced the controller boards to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the device would not power on. The customer reported that the pyxis device would not power on and was totally dead. The malfunction occurred while the user was trying to issue the medication to the patient, and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.